Manufacturer narrative:
(B)(4). Date sent: 1/16/2024d4: batch # e22060007investigation summarythe product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload.visual analysis of the returned sample revealed that the cecr60d reload was returned unfired with three double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. Additionally, photo was provided, however, the photo was not clear enough to tell the condition of the reload.as part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch.as part of ethicon suzhou¿s quality process, all devices are manufactured, inspected, and released to approved specifications.no conclusion could be reached on what may have caused the reload pan to dislodge. Device history reviewa manufacturing record evaluation was performed for the finished device batch number of e22060007, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.